Event description:
PICC line was being placed in patient. This was a clean stick with good blood back-flow. Catheter was advanced about 10cm before it stopped. Unable to advance further. Flushed with some resistance. It was removed to attempt at a different site. Upon removing, it was noted that the end hed frayed off from the stylet - only a small piece of catheter was showing from needle site. 10 cm pulled from patient's arm. Beveled end was intact, about 60 cm pre & post with frayed tip included. Simple fluids were flushed. There was no long term adverse effect to the patient (the process was painful) and he did not require surgery to remove the catheter end. This is the first time the hospital has used this product since the style was changed (wing reinforcement).